Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the buttons would not work and a low beeping tone. The customer's blood glucose reading was 350 mg/dl; treated with a manual injection. The customer stated that they inserted new batteries to no avail. The customer's device was replaced, and was informed to return their device for analysis.